Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, patient's legal representative stated partial vaginectomy, abdominal scaring, vaginal scarring, excision, pain, erosion, urinary problems, and dyspareunia.

Manufacturer narrative:
This follow-up MDR is created to document that 2125050-2016-00174 is a duplicate of a complaint (our reference "number" (B)(4)) submitted on august 29, 2016 on the asr report-"exemption" number e2014015 for the june-july 2016 time period. Please refer to asr for this event.